Manufacturer narrative:
During a procedure, the litholyme co2 absorbent canister failed to seal properly in the anesthesia machine, preventing registration of exhaled co2. The clinical staff manually bagged the patient to maintain ventilation. No patient harm occurred.

Event description:
Dr. (B)(6) also attempted to install a canister on one of our machines, but it did not seat properly and failed to register co2 from the patient. The team had to manually bag the patient.